Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, multiple episodes of auto mode switch due noise on the atrial lead were noted. The noise could be reproduced with arm movements. The device was reprogrammed. The patient would continue to be monitored.